Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2000, product type :catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving morphine and clonidine via an implanted pump for non-malignant pain. The drug concentration and dose rate for both morphine and clonidine were unknown; however, it was indicated that as per a sheet the reporter had the 40-cc pump contained morphine 25 mg/cc and clonidine 250 mcg/cc but didn¿t indicate the dose or concentration. It was reported that the patient experienced numbness in their knee in 2017. The date (B)(6) 2017 is considered an approximated date of event regarding numbness in their knee. No diagnostic/treatment was performed. It was however further reported that that it was discovered after 3 mris (magnetic resonance imaging) that the patient had a granuloma and they had lowered the pump rate and everything, but their physician doesn¿t know what to do. The granuloma was discovered 3 months ago, the "last week of (B)(6)¿ of 2018, after the patient had their first MRI and they have done 3 to see how it was progressing. The patient did not have any falls, trauma, or problems. It was noted that the patient never had any issues until they changed the medication to morphine last september because they didn¿t have the patient¿s medication which was fentanyl and then all of the sudden the patient experienced a granuloma. The reporter indicated they did not know if the granuloma was directly related, but the patient has had their catheter for 8 to 10 years and had never had any issues until this. Regarding the granuloma, it was indicated that the only physical symptom the patient has had was that they had been getting ¿weird electrical shocks¿ in their left leg and knee. It was further described that their left knee had gone completely numb, but their physician didn¿t think this had anything to do with the granuloma. This started in the last 6 to 7 months, probably around (B)(6) or so and had been getting worse. It was stated that you can still see a space between the granuloma and the catheter, and the physician didn¿t think the granuloma was pushing on the catheter at all yet. The patient had gone to see a neurologist and he thinks it has something to do with arachnoiditis which could be due to all the scar tissue regarding the patient¿s numerous back surgeries. The neurologist didn¿t think the granuloma was causing the patient¿s problems. The granuloma was stationary at 1.4cm and wasn¿t getting any bigger at least since they reduced the medication ¿2 or 2 and a half months ago". The reporter was inquiring if they put fentanyl back in the pump if this would resolve and remove the granuloma instead of having to have a catheter revision. Following up with the patient¿s healthcare provider (hcp) was advised at the time of the report. Physician listings were provided as it was reported that they didn¿t think their physician knew what to do and said they could take the pump out, but the reporter didn¿t want to do that because it had been a lifesaver. It was further noted that they could pull on the catheter and change it or change the medication or they could leave it how it was. The patient was also receiving fentanyl as a non-reservoir drug (not via their pump). The situation was being address by their hcp. No further patient complications have been reported as a result of this event.